Event description:
It was reported that in (B)(6) 2015, the device ¿stopped working¿ for the patient. The device was showing end of service (eos), and the clinician programmer stated it had been overdischarged. A physician mode recharge (pmr) was performed by the patient. Impedances were ¿confirmed¿ and replacement was scheduled for (B)(6) 2015. Follow-up is being conducted to determine patient outcome.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37092, lot# 268740001, implanted: (B)(6) 2010, product type: accessory; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported the device was replaced and there was no further information.

Manufacturer narrative:
Additional review determined conclusion code 92 no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.